Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the adjustable pressure limiting valve causing a loss of manual ventilation. There was no report of patient involvement.